Event description:
Placed pt on quick combo pads, changed monitor, to 200j, but would not defibrillate x 2-3 times. Monitoring okay. Changed to paddles, tried to charge. Did not charge. At that time zoll brought into room.